Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and tissue resections were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: the surgery was not successful in removing the complete tumor as intended, but pathology results of tissue samples retrieved at the margin of the tumor showed radiation necrotic tissue. Based on these pathology results, the surgeon determined that no additional intervention or surgery to remove (necrotic) tumor is currently needed. There were no negative effects to the patient. There was no delay of the surgery nor of anesthesia due to this issue. There are currently no remedial actions necessary, done or planned for this patient, except a further scan for patient monitoring. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the center of the resection cavity from the intended center position of the lesion by approximately 10 mm as estimated by the user surgeon, can be likely attributed to a shift of the patient's brain cortical surface anatomy during surgery, when compared to the pre-operative MRI scan used with navigation: due to the craniotomy, resection and loss of csf, the patient's brain anatomy may shift by this magnitude. Additionally, the former radiation treatment of the patient can cause swelling of the brain that can further increase this shift effect upon the opening of the skull and dura and especially on the surface of the brain. This shift of the patient's brain cannot be recognized or compensated by the navigation system, which uses the pre-operative image data for display of instrument positions relative to the patient's anatomy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for removal of a previously irradiated brain tumor with a size of ca. 1.5cm in diameter close to the surface of the brain, was performed with the aid of the brainlab navigation software cranial navigation 3.1. Pre-operative MRI scans were acquired before the surgery on the same day, to use with navigation. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder. Performed the initial patient registration on the pre-op MRI using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Planned the incision using the softouch pointer. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, re-verified navigation accuracy, and used the brainlab pointer to plan the bone flap. Performed a 1.5cm craniotomy at the planned location. Performed removal of the tumor (breadth and depth) using the aid of navigation. Suspected inaccuracy during case in the anterior-posterior direction based on observed brain consistency, but determined accuracy to be good when checking during the procedure on anatomical landmarks. Completed the surgery, and performed a post-operative MRI. Determined via the post-operative MRI that the majority of the tumor remained (90%) and there was an approx 1cm posterior and lateral deviation between the resection cavity and the tumor. According to the surgeon: the surgery was not successful in removing the complete tumor as intended, but pathology results of tissue samples retrieved at the margin of the tumor showed radiation necrotic tissue. Based on these pathology results, the surgeon determined that no additional intervention or surgery to remove (necrotic) tumor is currently needed. There were no negative effects to the patient. There was no delay of the surgery nor of anesthesia due to this issue. There are currently no remedial actions necessary, done or planned for this patient, except a further scan for patient monitoring. There was no prolong of hospitalization either.